Manufacturer narrative:
The event description and patient information date of birth and sex were updated per additional information received. The investigation remains underway.

Event description:
Post tavr the patient had open exploration of left femoral artery removal of retained balloon device with common femoral artery endarterectomy and bovine patch.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The device was not returned for evaluation. Photo of the burst balloon post procedure provided by the site showed what appeared to be a radial burst of the inflation balloon. The balloon material was inverted over the nose tip and bunched. The guidewire lumen also appeared to be separated from the delivery system. However, based on the photos received, it was not possible to determine if there were any missing pieces or where the guidewire lumen separated. Per report no balloon material separation was observed. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. Per report, ¿during the implant of a 29 mm sapien 3 valve balloon ruptured at end of deployment. The delivery system was prepped with nominal valve -1 cc due to moderate to heavy calcium in annulus and lvot. Bav was not performed." Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in the technical summary. The detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The altered balloon profile can become caught during removal, requiring additional force in order to withdraw it completely. In some cases, this additional force can cause further damage to the balloon and can even cause fragments of the balloon or the distal end of the catheter to separate. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the exact cause of the balloon burst, distal tip separation, and withdrawal difficulty were unable to be confirmed. However, no visual abnormalities were observed on the returned photos and dimensional measurements could not be taken as the device was not returned. Available information suggests that patient factors (moderate-severe calcification in annulus and leaflets) likely resulted in the balloon burst. Additionally, patient factors (moderate vascular calcification) and procedural factors (excessive forces used to withdraw the delivery system after balloon burst) likely contributed to the withdrawal difficulties and distal tip separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the implant of a 29 mm sapien 3 valve balloon ruptured at end of deployment. Bav had not been performed. The balloon was prepared with 1cc less than nominal volume. While attempting to retrieve balloon, the distal portion of balloon encounter resistance at the sheath distal end, and the balloon tip separated from the catheter. The balloon tip had to be surgically removed from the femoral artery. The patient is doing well post procedure. Per medical opinion the patient's degree of calcium in annulus and leaflets was moderate to heavy. In addition the patient's vessels were moderately calcified and the patient had "large pannus." The event was likely due to calcium in the annulus and lvot.